Event description:
On (B)(6) 2012, the patient's mother contacted animas to report a high blood glucose (bg) excursion. At the time of the call, the patient's mother stated that the patient started insulin pump therapy a few days prior on (B)(6) 2012. On the evening of (B)(6) 2012 (at 5:43pm), the reporter reported that the patient's blood was 325 mg/dl. The patient's mother stated that she gave the patient a 0.7 unit bolus, (manually calculated) which was half of what the pump would recommend but did so because the patient was going swimming. At 7pm the patient's bg was 152 mg/dl. When the patient arrived home, he ate a 61 carb snack and his site was then changed (per routine). At 11:30pm the patient's bg was up to 575 mg/dl. The patient's mother denied that the patient developed any signs/symptoms suggestive of hyperglycemia and confirmed he tested negative for ketones. In response to the high bg, the reporter stated she changed the patient's site and gave him a bolus of 3.65 units using ezbg. At the time of the call, the patient's mother reported the patient's bg was down to 402 mg/dl. At the time of troubleshooting, the patient's mother confirmed all pump settings were correct. Review of prime history revealed that the cannula was not filled at time of site/set change. The reporter admitting to forgetting to perform that step. At the time of the call, the patient's mother also reported that she did not give a correction bolus for the snack the patient had that evening. The reporter informed customer support that she needed to give insulin for a snack. This complaint is being reported because the patient obtained a bg reading greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the patient's mother did not administer a correction bolus for the snack the patient ate. In addition, the reporter admitted forgetting to fill cannula which may have also contributed to high bg reading later that evening.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. The pump information for the complaint date has been written over, unable to duplicate the complaint. The black box begins on (B)(4) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(4) 2012 have been overwritten. Review of current black box and current alarm history show no alarms related to the complaint. Typical usage alarms were observed in the current alarm history download. Boluses and insulin remaining were correctly calculated and accurately written to the pump history. Pump passed a 29hr flow accuracy test successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.